Event description:
During followup, the device failed to capture during a capture test. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.